Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's knee was revised due to pain. The event could not be confirmed nor the root cause be determined because insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
As reported: "revision rtka. Pain due to rtk replacement, subsequent encounter. No further information available per hospital." A 3x13 ps insert was revised.